Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a wide complex intrinsic morphology, low r-wave amplitude, and noise. The sensing vector was set to the secondary sensing vector. Technical services discussed some programming options. The clinic re-ran the auto-setup feature and reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.